Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 40 to 52 mg/dl range at the time of the incident. The customer had a car accident due to the low. The customer was given soda to treat. The customer experienced symptoms such as not thinking clearly. The customer was wearing the insulin pump during the incident. The customer was having sensor glucose versus blood glucose differences, and the customer was not alerted that they were going low. Troubleshooting was not completed for the sensor issues. The insulin pump will not be returned for analysis.